Manufacturer narrative:
The customer reported discrepant low inratio inr result during testing. The customer did not provide a reference value for comparison testing for the inratio inr result on (B)(6) 2014 . The accuracy of the customer's inratio inr result could not be determined without add'l info. It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the info provided by the customer. Since the product associated with the complaint was not returned, a review of in-house retain testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. Further investigation will not be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. However, because the lot exceeded threshold, product support opened (B)(4) to investigate this.

Event description:
Patient self tester called alleging receiving discrepant low inratio value. Date: (B)(6) 2014; inratio: 1.6; doctor's inratio: 2.7. Two hours between testing. Patient's therapeutic range 2-3.